Manufacturer narrative:
Use of device with ruptured aneurysms considered off-label per instructions for use.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.

Event description:
On (B)(6) 2011 patient presented with a ruptured aortic aneurysm (off label). Implant of a (B)(4) bifurcated device and a 25 mm suprarenal aortic extension was successful and the procedure was completed without complications. The next day a CT scan revealed a type iii endoleak between the bifurcated device main body and the aortic extension. On (B)(6) 2011 an aortic stent was placed which resolved the endoleak.